Event description:
At the very beginning of a routine hemodialysis treatment, the operator received a system alarm that could not be resolved. Blood had only partially filled the cartridge and the operator terminated treatment without rinseback, resulting in an estimated 60cc blood loss. No medical intervetion was required.